Event description:
The facility representative reported a colleague infusion pump which was repeatedly alarming for air in line. This condition may be a false air in line alarm. It is unknown when or at what point in the process the reported condition occurred. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of repeatedly alarming for air in line. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition of air in line alarm.